Event description:
It was reported that the patient fell and had pain at the implant site. The patient was in the hospital after the fall. It was stated that the stimulator ¿moved around more¿ in the patient¿s back since the fall. The patient wanted it removed and "did not like it.¿ it was further stated, the patient was comfortable in the hospital. Impedances were measured and all leads were within normal limits. It was indicated the patient¿s parkinson¿s disease made them fall frequently. Ninety percent of the patient¿s falls were backwards. It was noted, the patient¿s wife was to talk to their doctor about a padded back support or possibly moving the device to the patient¿s belly. The device was reprogrammed at the time as well. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37092 lot# 288330001, implanted: 2011 (B)(6), product type accessory product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 355531 lot# n298949, implanted: 2011 (B)(6), product type screening device product ID 3487a-56 lot# v578923, implanted: 2011 (B)(6), product type lead product ID 3487a-56 lot# v578923, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Corrections.

Event description:
Follow up information reported that the manufacturer's representative met with the patient at the hospital where an impedance check was found to be normal and that the implantable neurostimulator (ins) system seemed intact. It was noted that the patient was unresponsive during the visit but "seemed calm" when the ins was reprogrammed. If additional information is received, a follow up report will be sent